Manufacturer narrative:
The instruments subject of the reported event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the evolution transfer carriage. Upon his inspection, the technician found that the frame on the transfer carriage was bent, and the docking station was damaged preventing the transfer carriage from locking properly. The technician was able to repair the docking station; however, the transfer carriage was taken out of service. The technician provided the customer a quote for a new evolution transfer carriage. Based on the description of the event, the damage is consistent with not properly locking the transfer carriage to the docking station, causing the front of the transfer carriage to fall to the floor. The evolution transfer carriage was installed in 2011 and is not under steris contract agreement for maintenance activities. The facilities biomed department is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury while unloading their evolution transfer carriage. The user facility would not disclose if medical treatment was sought.